Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was probably 6 to 9 months ago the pt stopped charging their ins because instead of the pt charging 1 hour in the morning and 1 hour at night they would have to charge the ins a couple hours in the morning and a couple hours at night for the pt could hardly charge the ins at all. Pt stopped charging the ins and by that time their condition changed since the ins was not helping. Pt had further surgeries and they thought the stimulator would be beneficial so they would like to get the ins charged again. Ps understood the pts ins was in an over discharge state. The patient was redirected to their healthcare provider to further address the issue. On 2023-apr-11 the patient (pt) reported the "further surgeries" were referring to an unrelated ablation procedure in february to treat their lower back pain. Pt stated they do not know why it took so much longer to charge. Pt also having difficulty finding the correct spot to place the charger, and that had not been a problem before. The cause is unknow and the unit would not charge, and pt is hoping to meet with a rep to resolve the issue. The issue has not been resolved at this time, and pt contacted their hcp and their hcp will be reaching out to a rep to set up a time to meet. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.